Event description:
Customer reported a button error. The blood glucose reading was 140 mg/dl. She stated that the insulin pump was worn in the bra but that there was no other exposure or damage. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage keypad trace. No moisturedamage on electronics noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.